Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported failure code 500 was confirmed. The baxter technician determined the failure was due to a stuck key and the front bezel was replaced. The pump was tested for proper operation and the pump was found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility returned the device for service. The baxter technician reported an infusion pump with failure code 500 in the event history. The hospital representative stated they have no record of any patient injury or medical intervention with this device. No additional information is available.